Event description:
Baxter reports that the tubing of a transfer set is leaking near the pt adapter. There was no pt injury or medical intervention associated with this incident according to the int'l affiliate.